Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported delivered more than intended. The device was returned to the pharmacy with a report that during set-up, the device did not pump correctly. During testing at the user facility, the device delivered more than intended. There were no reports of any adverse patient events while the device was a clinical use. Though requested, no add'l info was provided.